Event description:
User experienced discrepant phosphorus results for an unk number of samples. User aware of only one errant patient sample and provided those results. Initial result gave 9.6 mg/dl, repeated twice gave 10.0 and 4.0 mg/dl. Same sample repeated two more times in 2008, gave 4.1 and 4.3 mg/dl. An erroneous result was reported. User is unaware of any treatment or adverse effects due to this result. The field service representative determined a dripping r2 reagent probe fluid dispense to be the cause and replaced the probe. Performance tests performed which were within specification.